Event description:
It was reported that lead was explanted due to t-wave oversensing.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluated by manufacturer.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated, but not yet begun.